Event description:
It was reported that during an unknown procedure the instrument did not work. The instrument was provided to the rep with the box labeled that it was not working. There was no patient consequence.